Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the poor contact of scope sensor led to failure in scope detection. The most probable cause of poor contact of scope sensor is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited poor contact of scope sensor and failure in scope detection. There was no patient involvement.